Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198), b17 - device not returned, c20 - no findings available. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 23jun2006. The review was performed from the date of manufacture to the present date 19jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had keypads are delaminating. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had keypads are delaminating. There was no patient involvement.